Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('didn't see the essure coil in my tube'), pelvic pain ('chronic pelvic pain/stabbing pain') and menorrhagia ('heavy menstrual bleeding') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), skin disorder ("skin problem") and autoimmune disorder ("autoimmune issue"). The patient was treated with blood transfusion, auxiliary products, sought treatment for symptoms and the necessity of three blood transfusions. At the time of the report, the device dislocation, skin disorder and autoimmune disorder outcome was unknown and the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, back pain, alopecia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device dislocation, fatigue, menorrhagia, pelvic discomfort, pelvic pain and skin disorder to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Patient never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: didn't see the essure coil in my tube. Diagnostic results: hsg test was performed however due to a complication with the test patient was unable to obtain results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- autoimmune disorder, skin disorder. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('didn't see the essure coil in my tube') and pelvic pain ('chronic pelvic pain/stabbing pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("excessive hair loss"), fatigue ("fatigue"), skin disorder ("skin problem") and autoimmune disorder ("autoimmune issue"). The patient was treated with blood transfusion, auxiliary products, sought treatment for symptoms and the necessity of three blood transfusions. At the time of the report, the device dislocation, skin disorder and autoimmune disorder outcome was unknown and the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, back pain, alopecia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, device dislocation, fatigue, menorrhagia, pelvic discomfort, pelvic pain and skin disorder to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Patient never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: didn't see the essure coil in my tube. Diagnostic results: hsg test was performed however due to a complication with the test patient was unable to obtain results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('didn't see the essure coil in my tube'), pelvic pain ('chronic pelvic pain/stabbing pain') and menorrhagia ('heavy menstrual bleeding') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("excessive hair loss") and fatigue ("fatigue"). The patient was treated with blood transfusion, auxiliary products, sought treatment for symptoms and the necessity of three blood transfusions. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, back pain, alopecia and fatigue had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, fatigue, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Patient never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: didn't see the essure coil in my tube. Diagnostic results: hsg test was performed however due to a complication with the test patient was unable to obtain results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added didn't see the essure coil in my tube and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.